Event description:
Paramedic reported that a pt capillary sample was tested, using the suspect device, with a result of 150 mg/dl. The pt was reportedly transported to the hosp, where 15 minutes later, blood glucose measured "hi," on a hospital device. Reporter would not provide any info about the pt's diagnosis, treatment, or current condition. Paramedic noted that his employer uses 3 different blood glucose monitoring systems and he was unable to verifty on which system the discrepant result was obtained. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.